Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the wire on 8mm maryland bipolar forceps instrument broke away while grabbing a small amount of tissue. The patient was checked for fragment(s) retention and tissue injury from frayed wires. There were no reports of tissue injury or fragment(s) falling into the patient. The procedure was completed with a back-up instrument with no reports of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.